Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device properly connected to glucose sensor simulator. No lost sensor alarms noted. Device received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 418mg/dl and the pump excessively alarmed lost sensor. Customer treated with the pump. Troubleshooting found that the pump alarmed lost sensor as well and threshold suspend. Customer declined to further troubleshoot for any issues or their high blood glucose as customer indicated was due to eating dinner.